Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that 48 hours after the implementation of the device on the patient, the probe (catheter tube) was obstructed. It was not possible to unblock the probe (catheter tube) with a syringe. A new device was implemented on the patient.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution state: single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that 48 hours after the implementation of the device on the patient, the probe (catheter tube) was obstructed. It was not possible to unblock the probe (catheter tube) with a syringe. A new device was implemented on the patient.